Event description:
Event description this ventak p implantable cardioverter defibrillator (ICD) was replaced due to battery depletion. This report was created as a result of cpi's return product testing.